Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that fluid leaked past the bd luer-lok¿ tip syringe plunger during use. This occurred on 800 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "fluids leakage from the plunger."

Manufacturer narrative:
H.6 investigation summary: 4 samples were received. They came in sealed packaging blisters. Visual inspection was performed finding no damages or defects. They all have the 60ml scale marking. Each was tested for leakage. They all pass. One photo was provided. It shows the packaging blister top web. The root cause could not be determined. Failure mode could not be verified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history review could not be completed as no batch number was provided correction: g.4 awareness date revised from (B)(6) 2020 to (B)(6) 2020 h3 other text : see h.10.

Event description:
It was reported that fluid leaked past the bd luer-lok¿ tip syringe plunger during use. This occurred on 800 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "fluids leakage from the plunger".